Event description:
The customer contact reported difficulty regulating flow; subsequently, the pt received more IV fluid than intended. The tubing set was being used to deliver 1000 ml of lactated ringers. After an unspecified length of time in use, the customer reported the solution was delivered, "faster than they wanted." There were no reported adverse pt effects. No medical interventions were required. The customer contact indicated there was difficulty controlling flow with the redesigned cair clamp. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. All affected customers were notified via a device info letter dated sept. 20, 2007.